Event description:
Incident as reported: laparoscopic cholecystectomy: "while surgeon was removing the clip applier out of an applied 5mm trocar, a piece of metal came off tip of clip applier and was stuck in seal of 5mm trocar. The piece was removed and did not end up in the abdomen of patient. Another clip was opened to finish rest of the case."

Manufacturer narrative:
The incident device anticipated to return. A follow up report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.